Event description:
It was reported to resmed (B)(4) that a system fault was observed on an astral device indicating that the outlet pressure measurement may be incorrect. Per the reporter, the pt had to be manually ventilated while another machine was set up. There was no pt injury reported as a result of this incident. MFR - 3004604967-2014-00055.